Manufacturer narrative:
Additional equipment:(B)(4) rails on the bed, serial#'s (B)(4), manufactured by joerns healthcare in (B)(4), date of manufacturer is 8/22/2011. The air mattress involved is manufactured by (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user the patient was in bed, leaned over to get water, the bed moved and he fell out of bed. The patient was found halfway on the floor and halfway on the bed. The patients' top half of body was on the bed and his bottom half was on the floor. The cna and nurse's aide assisted the patient back into the bed. The patient did not sustain any injuries. (B)(4) was entered into our system.